Manufacturer narrative:
Visual examination of the returned device found the threads were torn. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. A trend analysis was conducted. No emerging trends were found requiring further actions. A definitive root cause cannot be determined. A potential root cause may due to cross-threading the set-screw upon insertion. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Awaiting sample: a follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device not returned.

Event description:
On reduction of the rod into the screw, the extended tabs splayed causing the set screw to cross thread. The surgeon removed the extended tabs and attempted to reduce using the reduction tool. This was difficult and ended with the thread in the head of the screw stripping. The surgeon was unable to place a set screw over the rod. He left the rod sitting in the head of the screw without a set screw. The surgeon had difficulty reducing the rod into the screw and the set screw over this (see above complaint notes re: verse screw head splay). The set screw is stuck on the inserter.